Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified and 99% stenotic lesion in the lad. No patient injuries or complicatons were reported. Patient status is listed as "good."